Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0 054-eo rev 5 adverse effects 1. Infection, both deep and superficial. 2. Foreign body reactions. 3. Allergic-type reactions to pla (poly lactic acid) materials (plla (poly-l-lactic acid), pldla (poly-l-d-lactic acid)) have been reported. These reactions have sometimes necessitated the removal of the implant. Patient sensitivity to device materials must be considered prior to implantation. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 12/14/2023, it was reported by a sales representative via e-mail that a patient experienced an osteomyelitis after undergoing a proximal biceps procedure on (B)(6) 2023 where a ar-3670 fibertak was implanted. This was a revision to a proximal biceps case that happened six weeks prior. The same type of implant (ar-3670) however, the patient re-ruptured. At 4 months post-op the patient had a severe osteomyelitis reaction in the proximal humerus, requiring an additional procedure to irrigate debride and remove the implant. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.